Event description:
While using the new alps hand fracture system, the small depth gauge broke at the tip due to repeated use. No pieces were left in the pt; however, surgery was delayed 30 minutes. The rep feels that the gauge broke prematurely.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.